Event description:
It was reported that the customer's insulin pump had alarmed battery out limit and the keypad was unresponsive. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. Pump passed self test. No unexpected low battery or of no power alarms noted. Pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.